Event description:
Hospira lifeshield latex-free primary i.v. Set. This IV tubing has a piece of extension tubing connected towards the end of the main length of tubing. It has a propensity to come loose. It is often loose when the package is opened, and sometimes falls off immediately when the package is opened, meaning that the prod must be disposed of, and another package opened. In this particular case, the extension tubing became separated from the main length of tubing while a pt was receiving IV therapy. The pt did not notice until an rn saw the problem. The extension tubing remained connected to the pt's PICC line clave and blood leaked out of the PICC line, onto the pt's bed and floor. The loss was not significant due to the problem being detected quickly, but it would have been much more serious if it had not been detected. This was in a pt who had rec'd transfusion earlier in the day. Also, the IV therapy was interrupted and most of the medication was infused onto the floor instead of into the pt.